Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed battery out limit. The customer also reported experiencing high blood glucose. The customer's blood glucose was 425 mg/dl, which was treated with a correction bolus. The customer stated that she felt very sick, went to bolus, and found that the insulin pump was completely dead. She changed the battery and received the battery out limit alarm. The battery was left out of the device for longer than allowed by the insulin pump; this is normal device behavior. She noted that she had not received any low battery alarm leading to the blank display. She did not observe any damage or corrosion at the battery cap, battery compartment or battery spring. The customer did not have a new battery with which to test and was advised to obtain and insert one as soon as possible. She was advised to discontinue use of the insulin pump and revert to a back-up plan until she received a replacement battery cap.